Event description:
Inside medline spinal fusion pack - included cautery handpiece causing sparks without activating button. Previously erroneously filed as cautery tip causing issue, but it is the handpiece.